Event description:
The manufacturer received information alleging a patient experienced difficulty breathing while using a philips CPAP device. The patient says they "received a replacement chamber and the water was running out faster than usual. He could not exhale, it felt like he was suffocating so he took it off." The patient also alleges black filters. No interventions were mentioned by the patient. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported that the manufacturer received information alleging a patient experienced difficulty breathing while using a philips CPAP device. The patient says they "received a replacement chamber and the water was running out faster than usual. He could not exhale, it felt like he was suffocating so he took it off." The patient also alleges black filters. No interventions were mentioned by the patient. Clinical assessment has been assessed and the reported feeling of suffocation and not being able to exhale is assessed as a non-serious injury. Therefore, the device did not cause or contribute to a serious injury or death. The product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Multiple attempts to have the device returned for evaluation and investigation were unsuccessful. In addition, CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h.9), and complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities.